Manufacturer narrative:
Correction: g1. The customer did not return the defective device for evaluation, however the biomedical engineer at the customer site did report that he was initially unable to get the circuit to pressurize. It was then discovered that one of the temperature ports was open, and upon covering the port, the unit pressurized and started normally. The customer confirmed that the circuit attached to the unit was the same one used on the patient and planned to follow up to clarify if the issue was that the driver would not start or if the unit simply powered down. The customer intended to perform a circuit calibration and performance check to verify and would inform us of the results. During a follow-up conversation with technical support, the biomed reported the unit was placed back in service but did not provide any additional details. We are unable confirm the reported malfunction without additional information.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.